Event description:
A cracked or shattered touchscreen was reported by the customer, though the cause of the damage was unknown. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on storage mode and return procedures; the customer understood these instructions. Customer will continue to use current pump.